Manufacturer narrative:
We have not received the complaint device for investigation. Hence, we could not conclusively determine the root cause of the incident. Our review of the lot history records for this lot did not find any discrepancies either in the manufacturing or packaging process that could be related to this incident. Further, we have not received any other complaints of a similar nature for devices from this lot. The current rate of occurrence of (B)(4) for these types of the malfunction is within our expected rate of occurrence of (B)(4). No further corrective actions are required at this time. Lemaitre will continue to review and monitor all events through the use of lemaitre quality systems. Trends are monitored on a monthly basis and if action is required, an appropriate investigation will be performed.

Event description:
The surgeon was unable to deflate the balloon of the 2f single lumen embolectomy catheter during an embolectomy procedure. There was no harm to the patient. However, the device malfunction prolonged the length of the surgery time.